Manufacturer narrative:
(B)(4) date sent: 10/27/2016. Batch # (B)(4). Additional information was requested and the following was obtained: what part of the device broke ? Did any thing fall into the patient? If yes: how was the piece retrieved? I do not know what broke on the device. I was not notified of anything falling off of the device. The surgeon just used a bovie pencil & ties to complete the case. The device was received the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic colon resection procedure, the device broke. They didn't need the device in the case after it broke. Unknown how case was completed. There were no adverse consequences for the patient.